Manufacturer narrative:
The suspect device has not been returned for evaluation.preliminary evaluation of the images provided - the complaint of balloon rupture is confirmed. The balloon does appear to have a wrinkled appearance on side of the distal portion of the balloon, above the point of rupture. No material appears to be missing from the balloon. Preliminary communication included a suspected cause; the report states, "during this, the cryoprobe came into contact with the intraclude balloon externally on the aorta; it is suspected that the extreme cold caused the balloon to rupture." The investigation is ongoing. A supplemental report will be submitted accordingly once the investigation into the event has been completed or significant information has been received. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored on a regular basis and, if action is required, appropriate investigation will be performed.

Event description:
It was reported that during a minimally invasive mitral valve repair with an intraclude device, the intraclude balloon burst at the end of the procedure. Reportedly, the mitral valve repair was performed successfully and at the end of the procedure, cryoablation was carried out for known atrial fibrillation. Reportedly, during cryoablation the cryoprobe came into contact with the intraclude balloon externally on the aorta; it is suspected that the extreme cold caused the balloon to rupture. There was no adverse effect on the patient or the operation, as the main procedure, the mitral valve reconstruction, had already been completed. It was also noted that the patient required a very large volume of cardioplegia before cardiac arrest was achieved (ai). There were no major consequences due to the event as the surgeon was nearing the end of the procedure. There was bleeding into the ventricle, but the atrium was closed very quickly and without any problems. Consequently, there was no need to use a clamp. The tear was noticed immediately after the final cryoablation procedure. Action was then taken swiftly (as described above), and the balloon was subsequently removed. As the patient was still connected to the heart-lung machine, the atrium was dilated and a fibrillation lead was placed on the heart muscle to prevent air embolisms. At the same time, the atrium was closed. There was no significant delay to the procedure. The procedure was deemed successful and the patient's post-operative recovery proceeded without complications. A straight cut was visible on the balloon and there was no indication that any material was missing. No anomalies were detected. Photographs of the balloon were provided with the report. The surgeon believes cryoablation was the probable cause and there were no adverse outcomes for the patient.